Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. No defects were observed during a visual inspection. There are slight marks on the needle by use of the needle holder. The used suture was examined and the end of the suture was cut, resulting in needle pull off. No suture remnant was found in the needle hole which indicates that there was excessive pressure. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by a veterinarian that an animal underwent surgery on (B)(6) 2014 and suture was used. When the doctor grasped the needle with the needle holders to remove the suture from the cassette, the needle came off of the suture.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.